Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2011 and a sling was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries, the patient has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). The patient underwent mesh implantation concurrently with laparoscopically assisted vaginal hysterectomy with bilateral salpingo-oophorectomy, due to stress urinary incontinence. It was reported that after implantation patient experienced pain, infection, bleeding, dyspareunia and urinary/bowel problems. (B)(4).

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure and mesh was implanted concurrently with cystoscopy.

Manufacturer narrative:
It was reported that following insertion the patient experienced leakage, urinary tract infection, overactive bladder, hematuria, urinary incontinence, dysuria, and vaginal irritation. (B)(4).

Manufacturer narrative:
In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.